Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt's battery charger/modem had a loose connector. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (defective connector) was confirmed. Upon investigation, the connector on the charger's power supply brick had recessed connector pins. The root cause for the recessed pins could not be positively identified but was likely excessive force. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.